Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) units 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The reporter sated that a hole was observed from the dotted ¿I¿ in the word product of mexico. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured april 29, 2018 - april 30, 2018. The actual devices were not available; however, a photograph of only one (1) sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a small hole and a leak in the front of the bag where the print shows "product of mexico" (where the dot is above the I). The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.